Manufacturer narrative:
The customer's reported complaint that the aes-90sn tip faceplate broke is confirmed. The device will not be returned for evaluation however photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the problem from the cannula or tissue portal to avoid the possibility of damage to the device and/or injury to the patient. This product will continue to be monitored via returns and complaint system.

Event description:
The facility's sales representative reported an issue with the aes-90sn probe, lot # 201909232 that occurred at (B)(6) surgery center on (B)(6) 2020. It was reported that during use the front plate on the probe tip broke off in the patient. The pieces were fully retrieved. It is also noted the procedure was successfully completed with a 15-minute delay and there was no impact or injury to the patient. It was clarified the issue occurred during a shoulder arthroscopy, rotator cuff repair. The device was used approximately 20 minutes before the tip of the probe came off. They retrieved the piece using either graspers and/or suction. Although photographic images were provided, no other clarification was obtained. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.